Event description:
It has been reported to co that the side arm of this device detached. Reportedly, the pt became agitated and pulled at the device causing the device to break and some bleeding to occur. The device was removed and the pt is reported as fine. The device is being returned for analysis.